Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2021.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to pain, non-use and recent headaches. The patient has not been reimplanted with a new device as of this report.